Event description:
It was reported to tyco healthcare/kendall in 04/04 that a customer had a problem with a mahurkar catheter. The customer reports that the adapter had cracks in it. There was no adverse outcome to pt.